Manufacturer narrative:
Additional information: b5, d1, d4, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a wedge resection procedure, there were firing issues with the handle and reload. The reload partially fired and a new cartridge was used. However, the device failed to fire and a new handle and reload were used to resolve the issue. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot# p4d0964), sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot# n4h1581y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, there were firing issues with the handle and reload. The reload partially fired and a new cartridge was used. However, the device failed to fire and a new handle and reload were used to resolve the issue. The patient outcome was reported as alive with no injury.